Event description:
A posey palm cone was placed in the hand of an 89 yr old resident with a long-standing >14 year flexure contracture of the left hand. Within a short period of time, (hrs) she developed a stage iii wound on left thumb and hand.